Manufacturer narrative:
The incident sample was not returned for evaluation; therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design has significantly reduced the trend in leakage complaints.

Event description:
The report stated that after connecting the tubing to the generator and pump for use in a radio frequency ablation procedure, a leak occurred at the connection of the electrode handle and the tubing.